Event description:
On (B)(6) 2010, the nurse reported via telephone that the kinair medsurg brakes did not work and the bed rolls. There was no reported injury or death with this report.

Manufacturer narrative:
On (B)(4) 2010, after complaint investigation it was determined that the bed was tested per quality control procedures and met all specifications prior to pt placement on (B)(4) 2010. On (B)(4) 2010, upon return to the service center the bed was evaluated by the kci field service tech. The reported issue was confirmed and resolved by replacing the worn brake caster. No other faults were found during evaluation.